Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Removed b24, added b01.